Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that his wife¿s onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they first became aware of the issue a week prior to contacting lfs. The reporter stated that the patient obtained alleged inaccurate blood glucose results of ¿120, 190, 500 and 200 mg/dl¿, the tests were performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The reporter stated that the patient manages her diabetes with oral medication, diet and exercise. It is not known if she made any changes to her normal diabetes management in response to the alleged issue. The reporter confirmed the patient did not develop any symptoms, but 5 days prior to contacting lfs, they telephoned the doctor, who increased the patients metformin from 1 pill to 4 pills per day. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria.